Event description:
It was reported that during testing at the user facility, the device was getting warm. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.